Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath tubing had been kinked proximal to the distal tip and was loose inside the handle. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the sheath handle. The sheath handle was opened, and the pull wire windows were noted to be torn, consistent with the reported issue. One pull wire was also fractured at the location of the pull wire window tears. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. As a result of this finding, abbott is continuing to monitor this issue.

Event description:
During the procedure, a leak was noted at the transition point where the handle meets the shaft when the sheath was positioned in the left atrium. The sheath was replaced and the procedure was completed with no adverse patient consequences to the patient.